Event description:
It was reported that the patient had 42 episodes of oversensing and 3 inappropriate shocks. It was decided to explant the lead. During explant, an insulation anomaly was noticed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis noted the outer insulation was abraded and the sensing coil was fractured. If the connector leg is bent around the ICD-can in a sharp angle, it can cause lead to can abrasion and a fracture of the outer coil due to fatigue, this can cause oversensing and inappropriate shocks. The fracture rv cable was cut by a sharp tool.